Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of recq1557 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the line bent during a procedure. There was no patient injury; no additional information given.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a break in the 3cg stylet was confirmed and the cause appears to be related to use of the device. One damaged 3cg stylet was returned for investigation. The polyimide tubing was broken 1.0cm and 1.3cm from the distal tip of the stylet. The entire stylet was returned for investigation. A microscopic examination revealed that the adjoining ends of the polyimide tubing were noted to be uneven. Blood residue was observed within the polyimide tubing. The polyimide tubing exhibited kinking both proximal and distal to the fractures in the tubing. The wall thickness of the polyimide tubing was within specification. Four 5fr d/l powerpiccs were returned for investigation. The catheters appeared to be unused. Two labels with lot #recq1557 were attached to each PICC. The catheters were received with the 3cg stylet in the lumen. The stylets were removed from the piccs and no damage was observed on the polyimide tubing. A tactual investigation revealed nothing remarkable. The unused stylets would not break until they were kinked sharply. The kinking in the stylet wire may have initiated the fracture in the magnetic end of the stylet. Sharp or acute angles should be avoided during implantation. The IFU for the 3cg stylet states, ¿ensure that the stylet tip does not extend beyond the trimmed end of the catheter. Extension of the stylet tip beyond the catheter end, combined with kinking and excessive forces, may result in vessel damage, stylet damage, difficult removal, stylet tip separation, potential embolism and risk of patient injury.¿ a lot history review (lhr) of recq1557 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the line bent during a procedure. There was no patient injury; no additional information given.